Event description:
It was reported that pump repeatedly displayed altitude alarms despite being within normal operating altitude range, and insulin delivery was suspended. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to clean speaker holes, remove and reconnect cartridge, and then load new cartridge and attempt to resume insulin, but altitude alarm continued, so customer switched to multiple daily injections as backup therapy while technical support arranged replacement pump and cartridge, provided instructions for storage mode and setup of replacement pump and cgm, and requested return of problematic pump.